Event description:
Pt underwent placement of single chamber pacemaker in 1988. A lead was implanted at that time. This lead is now known for lead failure. Phone telemetry revealed occasional noncapture felt to be related to t-wave oversensing. Pt returned for replacement of this lead on 9/12/94. Lead was capped and left implanted. Generator was also replaced due to its age. Pt was asymptomatic from cardiac standpoint.